Event description:
It was reported that this lead was explanted due to dislodgement and loss of capture (loc). Patient admitted to pulling the lead out himself. A new lead was implanted. No additional adverse patient effects were reported.